Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the upper fitment of an IV tubing during an unspecified infusion. The tubing was replaced and there was no patient harm.